Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). They stated the system was explanted on (B)(6) 2019 because it was protruding at the skin. The event was first observed on (B)(6) 2019. They stated the cause of the event was due to syncopy. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they had not fainted since may 5th and all tests performed were negative. They stated they saw no need for the device. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported by the patient that the interstim hadn¿t worked. It was reported that it was not helpful at all and that was the reason it had been removed. There were no further complications reported.